Event description:
It was reported that during an atrial lead revision procedure, a crack was noted on the outer insulation of the ventricular lead and oxidation was observed inside the insulation. The lead exhibited high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Only a partial end of the lead was returned for analysis. The connector portion of the lead was not returned. Electrical test that could be performed on the partial lead found no indication of conductor fracture or internal shorting.